Event description:
Per the clinic, the patient experienced skin irritation and bacterial infection at the internal magnet site. Subsequently, the patient was hospitalized on (B)(6) 2024 and was treated with IV antibiotics. The patient underwent revision surgery (wound debridement) on (B)(6) 2024 under general anaesthesia and was treated with IV antibiotics. It was also reported that the patient experienced an extrusion of the internal magnet. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced skin necrosis at the implant site. The patient also underwent a skin flap rotation on (B)(6) 2024, under general anaesthesia in order to repair the wound defect. Device analysis report attached.